Manufacturer narrative:
The events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Patient reported "radial folds", " minimal amount of adjacent liquid", "capsular contracture", "feels some twinges", and "learned about the recall". The following are not considered device related: "fibroadenoma in the left breast and fibrocystic changes", "menopause" and" mild depressive episode". Device has not been explanted on left side.